Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lfs and alleged that the meter was prompting an apply sample message. The issue was not resolved with troubleshooting. The patient visited her physician because she was unable to test on the meter and she was feeling tired. No test results were reported from the visit. Her physician advised the patient to decrease her "fortiment" (most likely metformin) but to continue her normal dosage of amaryl. Based on the information provided, there is no evidence of a meter malfunction, nor is there evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.